Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user did not follow the directions stated in the IFU, causing the suggested event. A definitive root cause cannot be determined. User can detect/prevent the suggested event in accordance with IFU below: 7.16 preparing the reprocessor for long-term storage. When the equipment will be stored for more than 14 days, follow the procedure described in this section. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor was stored for a long period of time, and prior to use, the device had an error code e95 that occurred, instead of e05 and e12. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.